Event description:
It was reported that a patient was revised on (B)(6) 2022 due to an alleged infection. The patient underwent a polyswap procedure. The following implants were revised: eleos distal femur, axial pin, tibial hinge component, segmental stem - cemented, male-female midsection, tibial baseplate, two tibial augments, stem extension - cemented, and a poly spacer. This event will be reportable as a serious injury due to revision surgery. This record captures the eleos cemented segemental stem.

Manufacturer narrative:
It was reported on (B)(6) 2022 that a patient underwent a revision surgery on (B)(6) 2022 due to an alleged infection. The surgeon removed and replaced the distal femur, axial pin, tibial hinge component, cemented segmental stem, male-female midsection, tibial baseplate, two tibial block augments, cemented stem extension, and a poly spacer. The patient's original surgery date is unknown, therefore, the product information of the implants that were implanted at the time of the infection is unknown. Additional information regarding this event was not available. A review of the work orders and sterilization batch release records could not be completed due to lack of product information. The root cause of this complaint could not be determined.